Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was inspected and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the visera elite ii video system center had no image. The reported issue occurred within ¿a few minutes after startup. ¿there was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation however, the details of the findings are still in progress. A supplemental report will be submitted upon completion of the investigation.